Manufacturer narrative:
The device did not return for analysis; therefore, product analysis could not be performed. Additionally, the media provided shows intracardiac electrical signals with changes. The image does not provide direct visualization of definitive diagnostic features. Therefore, based on this image alone, none of the reported allegation can be confirmed. The event description confirms that the device was used to cavo tricuspid isthmus (cti), which is considered an off-label use. Based on the investigation and the media inspection the ar code "st segment elevation" and "vasospasm" were unable to be confirmed. Correction to the initial MDR in block(s) device code (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only d2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that patient experienced vasospasm and st segment elevation. During a concomitant atrial fibrillation ablation and left atrial appendage closure (laac), a farawave catheter was selected for use. Approximately less than a minute following cavotricuspid isthmus (cti) ablation, coronary spasm and st segment elevation was seen on patient 12 lead, while faradrive was in the right atrium. St elevations were seen immediately after cti ablation with farawave, sheath and catheter were still in the right atrium. It was believed that this was due to vasospasm of the right coronary artery. A 3 mg of nitroglycerin administered until resolution of segment elevations. This lasted approximately four minutes and the procedure was completed. No air observations seen. No other issues, and the issue was noted after transseptal access, with full ablation in the left atrium. Patient was discharged same day of procedure, with full recovery and st elevations dissipated 4-5 minutes later the device is not expected to be returned for analysis (disposed).

Event description:
It was reported that patient experienced vasospasm and st segment elevation. During a concomitant atrial fibrillation ablation and left atrial appendage closure (laac), a farawave catheter was selected for use. Approximately less than a minute following cavotricuspid isthmus (cti) ablation, coronary spasm and st segment elevation was seen on patient 12 lead, while faradrive was in the right atrium. St elevations were seen immediately after cti ablation with farawave, sheath and catheter were still in the right atrium. It was believed that this was due to vasospasm of the right coronary artery. A 3 mg of nitroglycerin administered until resolution of segment elevations. This lasted approximately four minutes and the procedure was completed. No air observations seen. No other issues, and the issue was noted after transseptal access, with full ablation in the left atrium. Patient was discharged same day of procedure, with full recovery and st elevations dissipated 4-5 minutes later the device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.